Event description:
It was reported that the blood temperature measurement was 10 - 20 degrees centigrade. Another catheter was used and the problem was fixed. No patient complications reported.

Manufacturer narrative:
Device not returned.